Manufacturer narrative:
(B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The event was manifested by abdominal pain and diarrhea. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Action taken with dianeal therapy and the patient¿s recovery status were not reported. No additional information is available.

Manufacturer narrative:
The antibiotic treatment was clarified as vancomycin. On an unreported date, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.